Event description:
It was reported that while transporting a patient with severe respiratory distress from one hospital to another, the device's screen went blank and started flashing the word "service". Also, all of the led lights on the function buttons began to flash. The monitor was turned off and turned back on with the same results. The patient was then placed on another device and monitored using that device for the rest of the flight. There was no direct effect on the patient or patient care as a result of this failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Further evaluation of the replaced assembly determined that the root cause of the reported failure was due to corrupted memory.